Event description:
It was reported that the ventricular assist device (vad) exhibited multiple low flow alarms and presented to the hospital with no signs or symptoms where they were given idiopathic ventricular fibrillation (ivf) prior to admission. Upon admission, the patient¿s international normalized ratio (inr) was therapeutic and their lactate dehydrogenase (ldh), plasma free hemoglobin, and haptoglobin were within normal limits. A performed urinary analysis (ua) was negative for blood and an echocardiogram (echo) that was done showed no signs of thrombus. Of note, a computed tomography angiography (cta) was not performed due to elevated creatinine. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high-power event was confirmed via log file analysis which revealed a consistent increase in power consumption starting on (B)(6) 2023 leading to parameters above normal operating range. Additionally, there was a slight decrease in power consumption and estimated flows starting on (B)(6) 2023 followed by an increase in power consumption to baseline parameters. One hundred and eight (108) low flow alarms were logged since (B)(6) 2023. As a result, the reported high power and low flow events were confirmed. In addition to the reported high power and low flow event, information provided by the site revealed that the patient presented to the hospital where they were given idiopathic ventricular fibrillation (ivf) prior to admission. Upon admission, the patient¿s international normalized ratio (inr) was therapeutic and their lactate dehydrogenase (ldh), plasma free hemoglobin, and haptoglobin were within normal limits. A performed urinary analysis (ua) was negative for blood and an echocardiogram (echo) that was done showed no signs of thrombus. Of note, a computed tomography angiography (cta) was not performed due to elevated creatinine. It was further reported that the patient was seen in the clinic and have not had any additional alarms. There were no changed or additional signs and symptoms of a vad clot, and the auscultation are normal. The low flow alarms resolved with hydration. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Based on the risk documentation, possible causes of the high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5. Desc evt problem -h6. Patient codes (ime/annex e): investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the clinic and have not had any additional alarms. There were no changed or additional signs and symptoms of a vad clot, and the auscultation are normal. The low flow alarms resolved with hydration and the auto log report noted that the vad exhibited above normal power consumption with the speed of 2400 at some point.